Event description:
The pump was alarming. Telemetry confirmed a motor stall with no motor stall recovery. The pump was updated and the logs rechecked; there was no recovery noted in the logs. It was noted that there was no MRI associated with the event. The physician planned to put the patient on oral baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)